Event description:
It was reported that the procedure was to treat a lesion the proximal left main, which was moderately calcified and did not open up despite being pre-dilated with a cutting balloon. Subsequently, the first xience sba did not cross. The lesion was pre-dilated again, but the 2nd xience sba did not cross as well. An attempt was made to cross with a xience prime and it also failed to cross. A non-abbott stent was able to cross, but after it was implanted, thrombus started to form. An extraction catheter was used to remove the thrombus and then a voyager nc was to be used for post-dilatation; however, during preparation, the distal end appeared to be broken; therefore it was not used. A new voyager nc balloon was used to complete post-dilatation. There was a clinically significant delay in procedure reported due to thrombus formation after the non-abbott stent was deployed, but not due to any issue with the abbott devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency